Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. The rep reported that the patient had an infection at the pocket site. The patient's symptoms had become worse since the stage two procedure. Due to the infection, the implant was removed and the patient was started on antibiotics. The issue was resolved at the time of the report.